Manufacturer narrative:
Last preventive maintenance of the device was performed in may 2019. Ventilator is at a third party repair facility. Additional comment by biomedical: "they called hamilton support during event. Biomed received ventilator with circuit after event. (Noticed that the circuit was a neonatal circuit but on the event log, they were using pediatric mode.)"

Event description:
Hamilton medical ag received the following incident description: "alarm on ventilator: cannot reach target flow the alarm that was going was the one as above. I was finishing up my hypertonic 3% treatment and went to get a new water chamber as patients needed to be changed. When I came back I saw that the patient was desatting to the 40's and 50's (parameters are >60%) tech and I changed the expiratory valve and the exhalation filter with no avail. The ventilator was in the pediatric hfnc mode on 35 lpm. Dr tried lowering the flow to 20 lpm and it was still high pressuring. Hamilton tech support was called and stated that we did everything correct and it was the ventilator. The patient was changed to a regular hfnc optiflow jr set up on 30lpm. Patient is a chronic cardiac patient and takes a while to recover. She did stabilize and settled down. Circuit was left on except the flow sensor that came apart from moving the lines around and vent will be sent to biomed."

Manufacturer narrative:
Last preventive maintenance of the device was performed in may 2019. Ventilator is at a third party repair facility. Additional comment by biomedical: "they called hamilton support during event. Biomed received ventilator with circuit after event. (Noticed that the circuit was a neonatal circuit but on the event log, they were using pediatric mode.)" Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: "alarm on ventilator: cannot reach target flow. The alarm that was going was the one as above. I was finishing up my hypertonic 3% treatment and went to get a new water chamber as patients needed to be changed. When I came back I saw that the patient was desatting to the 40's and 50's (parameters are >60%) tech and I changed the expiratory valve and the exhalation filter with no avail. The ventilator was in the pediatric hfnc mode on 35 lpm. Dr tried lowering the flow to 20 lpm and it was still high pressuring. Hamilton tech support was called and stated that we did everything correct and it was the ventilator. The patient was changed to a regular hfnc optiflow jr set up on 30lpm. Patient is a chronic cardiac patient and takes a while to recover. She did stabilize and settled down. Circuit was left on except the flow sensor that came apart from moving the lines around and vent will be sent to biomed."